Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with the description of difficulties involved in using the company implant, it was also described about the difficulties linked to the preparation and injection of the implant. Additional information has been requested.